Event description:
The customer reported that the tandem mobi pump battery would not charge. There was no reported adverse impact. Technical support instructed the customer to try plugging the wall adapter into a different outlet for at least 30 minutes, but this did not resolve the issue. Even after trying different charging cables and pads, the pump still failed to charge. Customer continued to use the pump for insulin delivery.